Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low-voltage electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the helix of the right ventricular lead failed to extend. The lead was removed from the patient, and helix extension was again attempted without success. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.